Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire and the shaft had been kinked at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fractured proximal tubing.